Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the lead was received with the helix over-retracted and the distal conductor distorted within the connector. It was also noted that the distal conductor was distorted, several conductors were distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during the implant the helix did not extend normally. It took an excessive amount of turns for the helix to extend. When trying to reposition the lead, the helix did not retract normally. After four attempts to reposition the lead, the helix extend/retract process became more difficult. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.